Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient stated the ins battery was very uncomfortable and was causing rib pain due to its location. The rep said the patient was having surgery to move the battery. It was noted that the issue was resolved at the time of the report. No further complications were reported.